Event description:
Device malfunction: damaged stent. Time of malfunction: 5 yrs post procedure. Symptoms/ae: surgical intervention attempt. It was reported that 5 years post implant of a rx acculink stent in the right internal carotid artery, angiography revealed a fully apposed, crushed, twisted, kinked stent, and a new stenosis proximal to the stent. The entire vessel, along with the stent, was reported to be ectatic with limited flow. During the procedure to treat the stent, attempts were made at crossing an rx accunet and multiple unspecified devices through the stent; however, none would cross. A cut down procedure was performed to the common carotid artery in an effort to push a sheath through the vessel; however, the attempt was unsuccessful. The procedure was aborted. The current condition of the patient is unknown. Though requested, additional information has not been provided.

Manufacturer narrative:
The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.